Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced an arteriovenous (av) fistula. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced an av fistula. The patient was hospitalized. The exact timing of the av fistula is currently unknown. The event is ongoing. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an arteriovenous (av) fistula. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced an av fistula. The patient was hospitalized. The exact timing of the av fistula is currently unknown. The event is ongoing. It is unknown if the device will be returned for analysis. It was further reported that the av fistula occurred post-procedure. No medical interventions were performed. The patient was noted to be doing well as of their last office visit.